Event description:
While transferring blood from a syringe, glass tube broke resulting in a needle-stick. Transferring samples to an evacuated tube is not recommended. Depressing the syringe plunger during transfer can create a positive pressure which can lead to glass breakage and needlestick injury.